Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient financial services was notified by the spouse of the customer that the customer has passed away. Numerous attempts have been made to call the numbers on the customer's file. No voicemails could be left because the line had a busy tone. An e-mail was sent to the e-mail address on the customer's account. No further information is available at this time.